Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge loaded on (B)(6) 2017 was filled with 480 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully and received an accurate fill estimate.